Event description:
It was reported by the patient that the needle did not move forward when the pod was activated, the pink slide did not move forward and the cannula was not visible; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed with the soft cannula fully visible. No damages or manufacturing defects were observed that would restrict the needle from deploying as intended. Upon inspection of the data, timeouts and a drive stall were observed during the initial priming sequence. The pod delivered a total of 55 pulses before being deactivated after second prime. The exact cause of the observed high pulse width with drive stall could not be conclusively determined. It could not be determined when the needle mechanism deployed. Therefore, the cause of the reported needle mechanism failure event could not be determined.